Event description:
It was reported that during an in person visit, the physician had difficulty interrogating this implantable cardioverter defibrillator (ICD) with consult. The physician stated he has moved the wand all over the patient's device and confirmed patient has a device that is consult compatible. Technical services (ts) discussed troubleshooting efforts and explained there a few reasons device cannot be interrogated by the consult. Ts transferred physician to the call center to have local company representative paged for programmer interrogation. No adverse patient effects were reported. The device remains in service.